Event description:
It was reported the pt (netherlands) experienced a sudden loss of stimulation followed by pocket heating that occurs approx 10-15 minutes later. The pt reported the ipg becomes so warm, he has to turn stimulation off. Once the ipg has cooled down, stimulation is possible until the event occurs again. Efforts to resolve the issue via reprogramming were unsuccessful. Diagnostic testing and x-rays were performed with no anomalies noted. The ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.